Manufacturer narrative:
Explant was reported due to heart failure, dyspnea, and structural valve deterioration. The investigation found that all three leaflets contained calcifications. Leaflets 2 and 3 had fibrous thickening. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the bases of all three leaflets. The leaflet tissue was dehydrated. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcification and pannus noted could lead to a number of potential issues with valve functionality.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted. In (B)(6) 2020, the patient developed heart failure and dyspnea; structural valve deterioration was observed. On (B)(6) 2021, the patient underwent reoperation and a bentall with medtronic avalus 23mm, which was successfully implanted. The patient was reported to be in stable condition.